Event description:
During an initial implant, the setscrew was missing and the lead was unable to be tightened onto the device. The device was explanted and a new device was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
Reported complaint of component missing was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and no anomaly was noted and all components including setscrew were accounted for. Further electrical testing was performed, including pacer lead impedance and sensing, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage.